Event description:
Boston scientific received information that high out of range pacing impedances were displayed on this device. No adverse patient effects were reported.

Event description:
-

Event description:
--

Manufacturer narrative:
Additional information received noted that additional information was received regarding the lead associated with this device which showed out of range pacing impedances once again. Evidence suggests that the clinical observations are likely a result of a lead issue. At this time the system remains implanted.

Manufacturer narrative:
Additional information received noted that zero ohms was displayed for shocking impedances and an inquiry was made as to why this values was zero. Technical services discussed that with the correct software a display of zero ohms indicates that the shock impedances are < 20 ohms. Technical services discussed that this is likely due to electromagnetic interference as other values are stable and within range. A commanded shock test was also discussed. At this time the system remains implanted.

Manufacturer narrative:
Additional information provided noted that a lead revision has been scheduled.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
At this time no additional information is available when it comes to the lead revision procedure. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that high out of range pacing impedances were displayed on this device. No adverse patient effects were reported. Additional information received noted that zero ohms was displayed for shocking impedances and an inquiry was made as to why this values was zero. Technical services discussed that with the correct software a display of zero ohms indicates that the shock impedances are < 20 ohms. Technical services discussed that this is likely due to electromagnetic interference as other values are stable and within range. A commanded shock test was also discussed. At this time the system remains implanted. This device was subsequently explanted and returned for analysis.